Event description:
It was reported that during a liver transplant procedure, the device could not be closed. Another same like device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.